Manufacturer narrative:
Information contained in this report was previously submitted through psr on 15/oct/2018 and 22/jan/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening extended, red particles in the shell, underweight and crease fold. A microscopic analysis was performed which identified: one opening sharp on the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp opening on the posterior assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "left implant rupture." Device has been explanted.